Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (ess205) inserted for female sterilization. The patient's concurrent conditions included dysfunctional uterine bleeding, iron deficiency anemia, vaginal bleeding, dysmenorrhea, dyspareunia, adenomyosis, menorrhagia and heart rate high. Concomitant products included norethisterone (norethindrone) for genital bleeding, iron for iron deficiency anemia as well as leuprorelin acetate (lupron), megestrol acetate (megace) and metronidazole (flagyl). On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed in (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). The reporter commented: she need additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2013: essure coils identified bilaterally. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet and medical record were received. New reporters and reporter information added. Plaintiff demography added. Plaintiff concurrent condition and laboratory data were added. Product indication added and implanted date updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (ess205) (batch no. 623462,623647) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "left occlusion only". The patient's medical history included uterine bleeding, hypotension and vaginal delivery. Had a negative ebx 2011. (B)(6) 2013, endometrial biopsy showed menorrhagia. Concurrent conditions included dysfunctional uterine bleeding, iron deficiency anemia, vaginal bleeding, dysmenorrhea, dyspareunia, adenomyosis, menorrhagia, heart rate high, gastroesophageal reflux disease, chest pain, neck pain, migraine, allergic rhinitis, hypothyroidism, low back pain, menorrhagia, iron deficiency, headache, photophobia, migraine, vitamin d deficiency, bacterial vaginosis, dysmenorrhea, vaginal discharge abnormality, bleeding menstrual heavy, allergic rhinitis, rectal bleeding, muscle spasm, hemorrhoids, dyspepsia, blood in stool, abdominal pain, fatigue, sinusitis, conjunctivitis and chronic cervicitis. Concomitant products included norethisterone (norethindrone) for genital bleeding, iron for iron deficiency anemia as well as antibiotics, leuprorelin acetate (lupron) and megestrol acetate (megace). On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhoea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder problems"), vaginal discharge ("vaginal discharge"), cystitis ("bladder infection"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), iron deficiency anaemia ("iron deficiency anemia") and photophobia ("photophobia") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, bladder disorder, vaginal discharge and cystitis outcome was unknown and the dyspareunia, dysmenorrhoea, menorrhagia, fatigue, alopecia, hormone level abnormal, migraine, headache, nausea, iron deficiency anaemia and photophobia had resolved. The reporter considered alopecia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia, migraine, nausea, pelvic pain, photophobia and vaginal discharge to be related to essure (ess205). The reporter commented: she need additional surgery. Date of removal updated from (B)(6) 2015 00:00 to (B)(6) 2014. Received treatment for dyspareunia, dysmenorrhea, menorrhagia, bladder problems, vaginal discharge, bladder infection, fatigue, hair loss, hormonal changes, migraine, headaches, nausea, iron deficiency, anemia, photophobia. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: left occlusion only. Ultrasound scan vagina - on (B)(6) 2013: results: essure coils identified bilaterally. Failure to occlude fallopian tubes; heavy painful bleeding resulting in hysterectomy.. Lot number: 623462 manufacture date: 2007-02 expiration date: 2009-01 . Lot number: 623647 manufacture date: 2007-03 expiration date: 2009-02 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-nov-2019: ppf received. New event: dyspareunia, dysmenorrhea, menorrhagia, bladder problems, vaginal discharge, bladder infection, fatigue, hair loss, hormonal changes, migraine, headaches, nausea, iron deficiency, anemia, photophobia were added. Event outcome were updated from unknown to recovered resolved. Lab data was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure implant.). Essure (ess205) was removed in (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). The reporter commented: she need additional surgery. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (ess205) (batch no. L- 623462, rt- 623647) inserted for female sterilization. The patient's medical history included uterine bleeding, hypotension and vaginal delivery. Concurrent conditions included dysfunctional uterine bleeding, iron deficiency anemia, vaginal bleeding, dysmenorrhea, dyspareunia, adenomyosis, menorrhagia, heart rate high, gastroesophageal reflux disease, chest pain, neck pain, migraine, allergic rhinitis, hypothyroidism, low back pain, menorrhagia, iron deficiency, headache, photophobia, migraine, vitamin d deficiency, bacterial vaginosis, dysmenorrhea, vaginal discharge abnormality, bleeding menstrual heavy, allergic rhinitis, rectal bleeding, muscle spasm, hemorrhoids, dyspepsia, blood in stool, abdominal pain, fatigue, sinusitis, conjunctivitis and chronic cervicitis. Concomitant products included norethisterone (norethindrone) for genital bleeding, iron for iron deficiency anemia as well as antibiotics, leuprorelin acetate (lupron) and megestrol acetate (megace). On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed in (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). The reporter commented: she need additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2013: results: essure coils identified bilaterally. Most recent follow-up information incorporated above includes: on (B)(6) 2019: medical record received. Essure lot number , reporters and medical history were added. Incident: we received a device-related defect or malfunction causedlot number. A technical investigation will be conducted, including a death or serious injury. If additional batch review, and a review of complaint records and other non-conformances data; should any new and reportable information becomes available it as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (ess205) (batch no. 623462,623647) inserted for female sterilization. The patient's medical history included uterine bleeding, hypotension and vaginal delivery. Concurrent conditions included dysfunctional uterine bleeding, iron deficiency anemia, vaginal bleeding, dysmenorrhea, dyspareunia, adenomyosis, menorrhagia, heart rate high, gastroesophageal reflux disease, chest pain, neck pain, migraine, allergic rhinitis, hypothyroidism, low back pain, menorrhagia, iron deficiency, headache, photophobia, migraine, vitamin d deficiency, bacterial vaginosis, dysmenorrhea, vaginal discharge abnormality, bleeding menstrual heavy, allergic rhinitis, rectal bleeding, muscle spasm, hemorrhoids, dyspepsia, blood in stool, abdominal pain, fatigue, sinusitis, conjunctivitis and chronic cervicitis. Concomitant products included norethisterone (norethindrone) for genital bleeding, iron for iron deficiency anemia as well as antibiotics, leuprorelin acetate (lupron) and megestrol acetate (megace). On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed in (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). The reporter commented: she need additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2013: results: essure coils identified bilaterally. Lot number: 623462 manufacture date: 2007-02 expiration date: 2009-01. Lot number: 623647 manufacture date: 2007-03 expiration date: 2009-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-oct-2019: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 34-year-old female patient who had essure (ess205) (batch no. 623462,623647) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "left occlusion only". The patient's medical history included uterine bleeding, hypotension and vaginal delivery. Had a negative ebx 2011. (B)(6)2013, endometrial biopsy showed menorrhagia. Concurrent conditions included dysfunctional uterine bleeding, iron deficiency anemia, vaginal bleeding, dysmenorrhea, dyspareunia, adenomyosis, menorrhagia, heart rate high, gastroesophageal reflux disease, chest pain, neck pain, migraine, allergic rhinitis, hypothyroidism, low back pain, menorrhagia, iron deficiency, headache, photophobia, migraine, vitamin d deficiency, bacterial vaginosis, dysmenorrhea, vaginal discharge abnormality, bleeding menstrual heavy, allergic rhinitis, rectal bleeding, muscle spasm, hemorrhoids, dyspepsia, blood in stool, abdominal pain, fatigue, sinusitis, conjunctivitis and chronic cervicitis. Concomitant products included norethisterone (norethindrone) for genital bleeding, iron for iron deficiency anemia as well as antibiotics, leuprorelin acetate (lupron) and megestrol acetate (megace). In (B)(6)2007, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("vaginal bleeding"). On (B)(6)2007, the patient had essure (ess205) inserted. On (B)(6)2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 6 months 5 days after insertion of essure (ess205). In 2010, the patient experienced irritability ("hormonal changes/ irritable"). On (B)(6)2013, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhoea (cramping)"), bladder disorder ("bladder problems"), vaginal discharge ("vaginal discharge"), cystitis ("bladder infection"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), iron deficiency anaemia ("iron deficiency anemia") and photophobia ("photophobia"). The patient was treated with surgery (B)(6)2014 hysterectomy (full), salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6)2014. At the time of the report, the pelvic pain, bladder disorder, vaginal discharge, cystitis, vaginal haemorrhage and vaginal infection outcome was unknown and the dyspareunia, dysmenorrhoea, menorrhagia, fatigue, alopecia, irritability, migraine, headache, nausea, iron deficiency anaemia and photophobia had resolved. The reporter considered alopecia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, headache, iron deficiency anaemia, irritability, menorrhagia, migraine, nausea, pelvic pain, photophobia, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: she need additional surgery. Date of removal updated from (B)(6)2015 00:00 to (B)(6)2014 received treatment for dyspareunia, dysmenorrhea, menorrhagia, bladder problems, vaginal discharge, bladder infection, fatigue, hair loss, hormonal changes, migraine, headaches, nausea, iron deficiency, anemia, photophobia, vaginal bleeding, vaginal infection, pelvic pain female. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results of your essure confirmation test : unilateral occlusion (left tube occluded), failure to occlude (close) fallopian tubes.. Ultrasound scan vagina - on (B)(6) 2013: results: essure coils identified bilaterally. Failure to occlude fallopian tubes; heavy painful bleeding resulting in hysterectomy.. Lot number: 623462 manufacture date: 2007-02 expiration date: 2009-01 lot number: 623647 manufacture date: 2007-03 expiration date: 2009-02 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 15-jan-2020: pfs received: previously reported event- hormonal level imbalance was replaced with specific event irritable, newly added events- vaginal bleeding, vaginal infection, onset date of previously reported events- pelvic pain female, vaginal bleeding, menorrhagia, vaginal infection was added, lab data were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 34-year-old female patient who had essure (ess205) (batch no. 623462,623647) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "left occlusion only". The patient's medical history included uterine bleeding, hypotension and vaginal delivery. Had a negative ebx 2011. (B)(6)2013, endometrial biopsy showed menorrhagia. Concurrent conditions included dysfunctional uterine bleeding, iron deficiency anemia, vaginal bleeding, dysmenorrhea, dyspareunia, adenomyosis, menorrhagia, heart rate high, gastroesophageal reflux disease, chest pain, neck pain, migraine, allergic rhinitis, hypothyroidism, low back pain, menorrhagia, iron deficiency, headache, photophobia, migraine, vitamin d deficiency, bacterial vaginosis, dysmenorrhea, vaginal discharge abnormality, bleeding menstrual heavy, allergic rhinitis, rectal bleeding, muscle spasm, hemorrhoids, dyspepsia, blood in stool, abdominal pain, fatigue, sinusitis, conjunctivitis and chronic cervicitis. Concomitant products included norethisterone (norethindrone) for genital bleeding, iron for iron deficiency anemia as well as antibiotics, leuprorelin acetate (lupron) and megestrol acetate (megace). In (B)(6) 2007, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("vaginal bleeding"). On (B)(6)2007, the patient had essure (ess205) inserted. On (B)(6)2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 6 months 5 days after insertion of essure (ess205). In 2010, the patient experienced irritability ("hormonal changes/ irritable"). On (B)(6)2013, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhoea (cramping)"), bladder disorder ("bladder problems"), vaginal discharge ("vaginal discharge"), cystitis ("bladder infection"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), iron deficiency anaemia ("iron deficiency anemia") and photophobia ("photophobia"). The patient was treated with surgery ((B)(6)2014 hysterectomy (full), salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6)2014. At the time of the report, the pelvic pain, bladder disorder, vaginal discharge, cystitis, vaginal haemorrhage and vaginal infection outcome was unknown and the dyspareunia, dysmenorrhoea, menorrhagia, fatigue, alopecia, irritability, migraine, headache, nausea, iron deficiency anaemia and photophobia had resolved. The reporter considered alopecia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, headache, iron deficiency anaemia, irritability, menorrhagia, migraine, nausea, pelvic pain, photophobia, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: she need additional surgery. Date of removal updated from (B)(6)2015 00:00 to (B)(6)2014. Received treatment for dyspareunia, dysmenorrhea, menorrhagia, bladder problems, vaginal discharge, bladder infection, fatigue, hair loss, hormonal changes, migraine, headaches, nausea, iron deficiency, anemia, photophobia, vaginal bleeding, vaginal infection, pelvic pain female. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2008: results of your essure confirmation test : unilateral occlusion (left tube occluded), failure to occlude (close) fallopian tubes.. Ultrasound scan vagina - on (B)(6)2013: results: essure coils identified bilaterally. Failure to occlude fallopian tubes; heavy painful bleeding resulting in hysterectomy. Lot number: 623462 manufacture date: 2007-02 expiration date: 2009-01. Lot number: 623647 manufacture date: 2007-03 expiration date: 2009-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.